Manufacturer narrative:
The manufacturer previously reported incorrect information for section b.4 as 29-oct-2020. The correct date of the report should have been 24-nov-2020.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. Additional information received indicates the service required alarms are related to the device's system board and oxygen delivery system. The ventilator will not be returned to the manufacturer for evaluation.